Event description:
Arjo was informed about the incident involving the unexpected lowering of the maxi move device. As a result, the patient, who was being transferred in the sling at the time, was dropped approximately 10¿12 inches onto the bed. No injuries were reported. During the evaluation of the device, the reported issue could not be reproduced.

Manufacturer narrative:
UDI (d4) is not available as the device was manufactured before UDI implementation. The investigation is ongoing. The results will be provided upon conclusions of the investigation.

Manufacturer narrative:
During the evaluation of the device, the reported issue could not be reproduced; however, signs of wear and tear were evident. The clutch bearing of the emergency lowering system was found broken, and the system failure wind-down locking pin was missing. The red emergency lever was observed in the downward position, although staff stated that they do not engage it during operation. The defective components were replaced. The issue was further analyzed by the manufacturer. The engineering team conducted a series of tests and confirmed that a sudden drop can occur when the lift is operated without its locking pin. Specifically, if the mast encounters an obstacle, the outer casting may become misaligned with the actuator. This misalignment can result in a sudden drop and cause the red gear at the top of the mast to break. Such a failure scenario is only possible when the locking pin is not in place. The locking pin must be removed only when there is a need to lower the device in an emergency situation. The instructions for use for the maxi move (document no. (B)(4)) provide step-by-step guidance on how to use this feature. Based on analysis performed, the most probable cause of the sudden drop is misalignment between the outer casting and the actuator, triggered by an obstacle during lift operation. The root cause was identified as the absence of the locking pin, which allowed the misalignment to occur. It is unknown in which circumstances the locking pin was removed. To summarize, the maxi move floor lift was used to transfer the patient when the event occurred. The device did not meet specification as the lift dropped and some components were damaged. The complaint decided to be reportable due to the patient's drop during using maxi move lift.

Manufacturer narrative:
During the evaluation of the device, the reported issue could not be reproduced. The device had signs of wear and tear. The clutch bearing of the emergency lowering was broken. The system failure wind-down locking pin was missing. The red emergency lever was found in the downward position, however the staff mentioned that they do not engage it.